Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Examination of returned device found no evidence of product non-conformance. During the evaluation, the reamer showed evidence of a fractured tip. Root cause of the event was most likely attributed to excessive force; however, a conclusive root cause could not be determined. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling. Care must be taken to avoid compromising their exacting performance."

Event description:
It was reported patient underwent a total knee arthroplasty on (B)(6) 2015. During the procedure, the tip of the reamer fractured. There was no patient injury or delay in procedure. Another reamer was used to complete the procedure.